Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
The hospital reported a system shutdown resulting in a loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
The customer declined ge service. No repair information available.